Event description:
It was reported that the right ventricular (rv) lead exhibited unstable and high thresholds and high impedance. The right atrial (ra) lead exhibited no capture. The ra and rv leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: addrl1 ipg, implanted on: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.